Event description:
Pt having a pci of the right coronary artery. Coronary wire inserted into rca. Initial drug eluting stent unable to cross to the lesion. Endeavor stent 3.0/15 otw inserted over the wire into rca. Endeavor stent unable to cross lesion in rca. Endeavor stent remover over the wire undeployed. Upon inspection of stent staff unable to visualize stent on endeavor balloon. Physician fluoro images of rca, undeployed stent located in mid to distal rca. Physician able to place additional stents at location of undeployed endeavor. Images of rca showed complete and unobstructed flow or rca. Pt was hemodynamically stable during and post procedure. Dates of use: 2008. Diagnosis or reason for use: angioplasty.